Event description:
It is reported that the customer was hospitalized for low blood glucose levels. The exact blood glucose levels were not provided. The customer also reported that she may have received too much insulin during the event. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.